Event description:
It was reported that this pacemaker exhibited refractory oversensing during a commanded right atrial automatic threshold (raat) test. Technical services (ts) analyzed device save to disk data and did not observe the clinical observation from the field. No adverse patient effects were reported. Currently, this pacemaker remains in service.